Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of 221 mg/dl persisting for more than 90 minutes while using an ilet system with a dexcom g7 sensor and a contact detach steel infusion set, after which the user performed a full supply change and resumed insulin delivery, with a subsequent fingerstick showing 192 mg/dl. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education, with no hospitalization reported. Investigation included guided troubleshooting and a full supply change. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device malfunction was identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.